Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. Based on a review of this information, the following was concluded: the complaint of smudged ink on the returned powerpicc is unconfirmed because the product meets specifications according to manufacturing. One segment of a 4 fr d/l powerpicc catheter was returned for evaluation. It was observed that the segment of catheter returned was from the 37 cm depth marker to the distal end of the catheter. The 40 cm depth marker ink appeared smudged, and the 45 cm depth marker ink appeared slightly smudged but still legible. The complaint of smudged ink on a powerpicc catheter is unconfirmed because it complies with manufacturing standards. This complaint will be recorded for future trending and monitoring purposes. H3 other text : evaluation findings are in section h.11.

Event description:
It was reported by the customer that numbers on PICC line were not clearly defined. It appears the ink on #40 is smeared. No other information was provided.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been returned to the manufacturer for evaluation. H3 other text : device not returned for evaluation.

Event description:
It was reported by the customer that numbers on PICC line were not clearly defined. It appears the ink on #40 is smeared. No other information was provided.